Event description:
A malfunction alarm, specifically alarm 20, was reported when loading the pump. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Cts assisted the caller in loading a new cartridge with the proper technique, but the cartridge alarm recurred, preventing the resumption of insulin therapy. The customer planned to use multiple daily injections as a backup therapy. Technical support arranged for a replacement pump and provided instructions for returning the problematic pump.